Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The junction box was replaced and after two days, it stopped working. The plug had a burnt smell to it when the dealer disconnected it.